Event description:
Customer reported a burning sensation in nose, sinuses and throat. Md prescribed an unrecalled antibiotic. Customer was not maintaining CPAP equipment as indicated in the IFU.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.